Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (128-fxxx) issue. It was reported that the pump emitted cs 128 replace battery alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box data indicated that the information from the date of the event had been overwritten. There were no related alarms or evidence of excessive battery usage was shown in the current black box data. During a visual inspection of the pump, the battery compartment was observed to be intact with no damage or evidence of moisture ingress. The battery cap secured properly to the pump, and a power loss was not observed. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress, loose components or evidence or intermittent contact was found.